Event description:
Ous MDR - it was reported that p wave was under 0.5 mv and was undersensed. A chest x-ray showed a lead dislodgement, and the anode was "practically in the subclavian vein."

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.